Event description:
It was reported that customer received minimum fill notification while attempting to load cartridge and was initially unable to successfully complete cartridge load. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to clean pneumatic tap area on pump and to reload same cartridge, which did not resolve issue, after which customer was guided through filling and loading new cartridge using proper technique, and loading second cartridge resolved issue and allowed customer to resume insulin delivery.